Event description:
It was reported that the patient was reprogrammed and was unsuccessful in getting adequate pain relief since the ipg was not holding a charge. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was returned to bsn as it was kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2020.